Event description:
Report received of an alleged "overdose." The pump was programmed with unspecified drug. The customer reported that a "pt was overdosed" and it "sounded like an operator error." After the alleged event, the pump was "shut down and the history was cleared." The pump was reportedly placed on a nurse's desk with a note attached. An unspecified person reportedly "took the note off the pump" and the pump was placed into the "dirty hold" with other pumps. The pump was sent to sterile processing and "accidentally released back into circulation." Though requested, the customer declined to provide add'l info.